Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. Customer was informed about receiving a pump with updated software and acknowledged instructions on using storage mode, programming pump settings, and returning the defective pump. Customer will use mdi as a backup therapy during the transition.